Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Top part of brush head broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A wife reported via e-mail on (B)(6) 2017 that upon using an oral-b rechargeable toothbrush, version unknown, the top part of the oral-b dualaction brushhead broke off in the mouth of her husband of unspecified age. The wife stated that her husband nearly swallowed this. No symptoms were reported. Relevant history: none reported. No further information was provided. On 22-may-2017 received wife's follow-up e-mail: the wife reported that the logo, with effort, came off. No further information was provided.